Event description:
While performing an intra-ocular lens implant on left eye, the provider relates that upon injecting of the sngws cartridge loaded iol, it was abruptly discharged and noted to be tilting in the bag. Provider explanted the lens and replaced it with a similar product. Pt did well. No harm and no extended stay. Intraocular lens implant for nuclear sclerotic cataract.